Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the battery compartment was found to be cracked. The display screen was dim and discolored. The keypad buttons were all intermittently unresponsive and required multiple presses to elicit a response. The keypad cover was removed and evidence of contamination was found under all key contacts. Unrelated to these issues, the paint on the pump was fading, peeling, chipping, and worn off. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment, a display failure, and a keypad button response issue with evidence of contamination under key contacts. This report is made based on results of investigation completed on (B)(4) 2014. There was no adverse event associated with this complaint.